Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported during the procedure the trocar started to leak and had to be replaced. There was no consequence to the patient.